Event description:
The customer reported that the inner cannula for the associated outer cannula (8dct) is too wide. F/u efforts performed on (B)(6) 2013 revealed that the customer states pt anatomy and secretions were contributing factor to appearing to wide.